Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline pericardial effusion was noted at the start of the case. During the transseptal puncture, the physician was unaware that the scrub assistant handed him a longer than usual non-boston scientific needle. The needle was inserted and the transeptal was performed. A 24mm watchman flx laa closure device was successfully implanted without issue. The baseline effusion remained the same. About one hour post procedure, the patient complained about chest discomfort. A transthoracic echocardiogram (tte) was performed and the baseline effusion increased slightly. A pericardiocentesis was performed and fluid was drawn out of the pericardium. It was believed that the longer than usual needle was the cause of the perforation. The patient has since been discharged from the hospital.